Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Initial reporter¿s first name and email address are not provided / unknown. PMA/510k: additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
Doctor reported that the tooth site was infected, consequently the tsvwb8 implant was removed. Doctor also reports suppuration.